Event description:
It was reported that the 9800 system displayed a low kv error. It was also noted that there was no image with a low ma error displayed. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the battery, igbt scrubber, generator driver pcb, and the filament driver pcb. The system was tested and found to be working as intended and placed back into service.